Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 8x40mm armada 35 balloon mentioned will be filed under a different medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 90% lesion in the right external iliac artery. Atherectomy was performed and an 8x40mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion and inflated one time; however, it ruptured at burst pressure. Subsequently, an 8x60mm armada 35 bdc was advanced and inflated one time to nominal pressure when the balloon ruptured and separated from the catheter in the right external iliac artery. One hour was spent trying to snare out the separated segment, however it was unsuccessful. An 8.x5cm non-abbott covered stent was implanted to embed the separated segment in the artery. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. The subsequent treatment appears to be related to the operational context of the procedure. In this case, it is possible that the balloon dilatation catheter (bdc) may have interacted with the patient¿s moderately calcified, mildly tortuous, and 90% stenosed lesion or an accessory device during advancement, contributing to the reported material rupture, material separation, and subsequent difficult to remove; however, because the device was not returned, this cannot be confirmed. Additionally, it was reported that the separated portion of the bdc was embedded into an artery with a stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9, h3: device was not available for evaluation.